Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 3 for (B)(4). It was reported by the affiliate in (B)(6) that preoperatively to an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that there was droplet-like liquid substances inside the suction tubing when the vapr tripolar 90 suction electrode device was attach to the main unit. According to the report, a second electrode was unsealed and had the same issue. It was further reported that a third electrode was opened which also had the same issue. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves three (3) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary two of the three electrodes were received without its entire packaging, but the three appeared to be unused. It was identified that the suction tube had drops of unknown substance. The electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the devices, total of three devices returned from two different lots, two devices were loose and not returned in any packaging and one device returned in a sealed blister. All devices showed varying degrees of contamination in the suction tube in the form of clear droplets. This is most probably silicone oil that has migrated from the suction control valve. A DHR review has been performed for both complaint device lot numbers u2106095 & u2106046; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. From our investigation we were able to confirm the customer reported defect. The contamination seen in the suction tube is excess silicone oil which is dispensed as part of the tripolar electrode manufacturing process, specifically the silicone oil dispense process ID 381 to 382 of the tripolar manufacturing plan 921109.the purpose of the silicone oil process is to aid reduction of the slider force and provide a smooth operating valve system. As per tripolar 90 biocompatibility test report document dn0000947 - silicone oil is biocompatible and has indirect patient contact due to potential transfer through the saline irrigant. The defect seen is consistent with other complaint devices investigated under a CAPA which was opened to investigate the occurrence of liquid substances being visible in the suction tube of devices in the field. Also, a nc was opened to track this failure with the supplier. During the investigation other lots were found to be affected, the failure mod was escalated to upper management under pie. The conclusion of the CAPA investigation determined root cause of the defect to have been caused by an incorrect dispense time parameter which was set at 0.5s instead of being set at 5s as documented in section 9 of 595071 tripolar 90 suction electrode settings document. This CAPA is currently in the verification of effectivity phase. Please refer to the attached CAPA report for corrective/preventative actions. All 3 of the customer devices were manufactured in june 2021 which was prior to the implementation of these corrective actions. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.